Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurement, measuring greater than 125 ohms. A device interrogation was performed the following day and yielded within range shock impedance measurement. Overall review of the rv shock impedance measurements have been stable and ranging 50-62 ohms. The plan is to continue to monitor. No adverse patient effects were reported.